Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/07/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.